Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2024, laparoscopic major gastrectomy with gastrojejunostomy under general anaesthesia in the anaesthesia and surgery department, during the insertion, the doctor found swg was too soft and easy to kinked, there is big resistance when inserted into the catheter, the quality is not good. No harm for the patient." There was no medical intervention required. The user changed to a new set to resolve issue. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(6). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2024, laparoscopic major gastrectomy with gastrojejunostomy under general anaesthesia in the anaesthesia and surgery department, during the insertion, the doctor found swg was too soft and easy to kinked, there is big resistance when inserted into the catheter,the quality is not good. No harm for the patient." There was no medical intervention required. The user changed to a new set to resolve issue. The patient's current condition is reported as "fine".